Event description:
In 2009, the patient reported she has had elevated blood glucose readings ranging from 249-347 mg/dl since changing the insulin cartridge on her infusion device in 2009. She stated she noticed an air bubble in the cartridge this afternoon. To troubleshoot, the patient was instructed to disconnect from her infusion headset and prime until insulin flowed out the tubing which she successfully did. The patient reconnected to her headset and bolused 3 units of insulin without error. The patient does not adjust the piston rod when changing the cartridge. She was educated on the proper procedure to change the cartridge. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.